Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported via user facility medwatch#5076185 that stent dislodgement occurred. A 3.00 x 16 mm synergy ii drug eluting stent was advanced to treat the target lesion. However, the device had difficulty advancing and upon withdrawal, the stent dislodged from the balloon. An attempt to retrieve the stent was unsuccessful and the stent was crushed against the wall of circumflex with another stent. No patient complications were reported.